Event description:
It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2023 a patient underwent a left atrial appendage (laa) closure procedure as part of a clinical study with successful placement of a 31mm watchman flx device with a deployed device diameter of 22 mm. The patient was discharged the next day on apixaban (5 mg /day). On (B)(6) 2024, 425 days post implant procedure, the patient presented to the emergency department (ed) with complaints of diplopia and gait instability. It was noted that the patient symptoms got resolved after arrival and did not reoccur in ed. A computed tomography (CT) scan of the brain was performed which revealed no acute abnormalities. The CT of the head and neck showed severe (70-80%) right carotid stenosis. At the time of the event the patient was on aspirin (81 mg /day) the patient was admitted and was kept under observation overnight. The patient was started on dual antiplatelet therapy (dapt) in response to the tia and was discharged the next day, on (B)(6) 2024.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code postural/gait disturbances. With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Part # m635wu50310 batch # 0031461927. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include transient ischemic attack (tia) (postural/gait disturbances) (hospitalization or prolonged hospitalization, medication required). Risk review: a risk review was completed and confirmed that the event of transient ischemic attack (tia) (postural/gait disturbances) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that a transient ischemic attack (tia) occurred. On (B)(6) 2023 a patient underwent a left atrial appendage (laa) closure procedure as part of a clinical study with successful placement of a 31mm watchman flx device with a deployed device diameter of 22 mm. The patient was discharged the next day on apixaban (5 mg /day). On (B)(6) 2024, 425 days post implant procedure, the patient presented to the emergency department (ed) with complaints of diplopia and gait instability. It was noted that the patient symptoms got resolved after arrival and did not reoccur in ed. A computed tomography (CT) scan of the brain was performed which revealed no acute abnormalities. The CT of the head and neck showed severe (70-80%) right carotid stenosis. At the time of the event the patient was on aspirin (81 mg /day) the patient was admitted and was kept under observation overnight. The patient was started on dual antiplatelet therapy (dapt) in response to the tia and was discharged the next day, on (B)(6) 2024.